Event description:
Biomed reported that pump is giving a pump problem alarm. Preliminary evaluation of the device logs shows the following: pneumatic valve actuation failure (valve 6) this did not stop an active infusion. Fresenius kabi is reporting this as a conservative measure. No adverse event was reported. Further information is needed to complete the investigation.

Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 6. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.